Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000861, lot/serial#: unknown. (B)(4). The manufacturer representative went to the site to test the imaging system. Troubleshooting was performed and the system was not booting up. After some test, the issue seemed to be narrowed to the power tray, as there is no voltage going to the power conversion enclosure. The batteries were measured and they are in a good state and voltages was in range. The power tray was replaced. The covers were put back on from the last visit. Rad gain and fluoro calibration was performed. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not booting and the pendant remained black. No patient was present at the time of the event.